Event description:
Reporter stated that caller from facility requested that unit be exchanged for another, since two pts on compounded solutions had blood cultures which were positive for candida. The caller states that he did not think the unit was the source of the infection, but that he was eliminating all possible variables. The unit was sent to product services for evaluation at the customer's request. F/u: the 2 pt's were diagnosed 3 weeks apart. Both had been hospitalized and developed candidemia within one week of being home. Unused solutions from both pts tested negative for candida. Info obtained from pharmacist at facility.

Manufacturer narrative:
Evaluation: user reported a pt illness. Unit was received very dirty and was tested as received. Unit passed all performance tests. The complaint was not duplicated.